Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Lot number and manufacturing location is unknown and cannot be verified, therefore a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the screwdriver was unable to retain screws, so it took more time than usual to complete the operation. In addition, the shaft attached to the drill bit was overheating during the drilling with core (stryker) and the patient suffered a mild burn on the sub mucosal tissue on the cheek. There was minimal surgical delay. This report is 1 of 1 for (B)(4).